Manufacturer narrative:
Submit date: 09/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that on (B)(6) 2017, a peripherally inserted central catheter (PICC) was inserted and on (B)(6) 2017 the PICC was removed due to a hole just below the molded strain relief on the extension. The hole was visibly leaking and required removal. Antibiotics were used instead of a replacement device. PICC protocols were followed. The customer further reports that an alcohol prep was used to clean the skin and was allowed the proper drying time prior to insertion. It is not known what was used to clean the device and the catheter tubing was not being cleaned. There was no patient injury as a result.